Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. It was reported that gas leakage sound is coming from the ventilator. According to the information provided by the technician, the device was inspected. Initially the nozzle unit on o2 gas module has been checked and has been replaced, but the issue persisted. Finally the o2 gas module was detected as faulty and was replaced to resolve the issue. The device was delivered to the user in working condition. The gas module regulates the inspiratory gas flow and gas mixture. Review of the provided device's logs does not revealed any test failure or clinical alarm on reported date of event. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, the claimed part was not available for further analyze. Therefore, the root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator's o2 gas module was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Device related data quality updates only. A correction of field # d1 brand name, # d4 version or model #. D1 - brand name. Previous brand name: servo-I. Corrected brand name: servo-I base unit . D4 - version or model # . Previous version or model #: servo-I. Corrected version or model #: 6487800.

Event description:
Manufacturer's ref. #: (B)(4).